Event description:
Litigation alleges that patient was harmed by severe metal poisoning and metallosis from metal debris.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
After review of medical records, (B)(6)2017 clinical visit reported right hip pain, swelling, hip continues to externally rotate the more patient walks, cardiac issues, weakness, swelling, fluctuance to the right lateral aspect of his hip, clicking, popping, numbness and tingling. Patient also reported frequent falls and fatigue. Assessment reported suspected pseudotumor and reaction to metal on metal total hip, metal arthroplasty and development of metal debris.the patient is at risk for surgical intervention due to cardiac issue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.